Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Initial qa inspection of the meshgraft ii by medicrea on october 24, 2017 revealed that the meshgraft was completely worn out. The device failed incoming calibration testing. The visual inspection noted that the cutter, roller, side plates, allen key, handle, gear and screws all needed replaced. Repair of the meshgraft ii was performed by medicrea on january 8, 2018 which included replacement of the cutter, roller, side plate, screw for the ratchet handle, and ratchet gear. Meshgraft ii, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event the skin graft was bad was non-verifiable since during initial inspection was no mention of a sample mesh graft. The root cause of the skin graft being bad cannot be specifically determined with the provided information since the repair technician could not narrow down which component caused the reported issue. The issue was resolved with the replaced cutter, roller, side plate, screw for the ratchet handle, and ratchet gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4) was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Follow ups are in progress. If any additional information is received from customer a follow up will be sent. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the skin graft is bad. It is unknown whether any adverse events were reported as a result of this malfunction due to follow ups being in progress.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected.

Event description:
The harvested graft was not usable and an additional graft required from the patient. No additional consequences have been reported as a result of this malfunction.